Event description:
The following article "clinical efficiency and safety analysis of transcatheter closure of multiple atrial septal defects in adults" reported the following adverse event(s):patient 12 had slight residual shunt 2 years after the procedure without any symptoms. Three years after procedure, the patient suffered from atrial fibrillation and heart failure; in the next year, an enlarged heart and a severe residual shunt were identified. A new occluder (20 mm in diameter) was inserted. The residual shunt was closed. A moderate residual shunt was identified in patient 8, a male, at the inferior vena cava 1 month after the procedure. The occluder was removed by surgery. Refer to the article for complete details.

Manufacturer narrative:
No additional information has been provided regarding this event, including patient and device information.